Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room for palpitations. An interrogation noted the right atrial (ra) lead had possible intermittent atrial undersensing during atrial arrhythmias. The lead remains in use. No further patient complications have been reported as a result of this event.